Event description:
Customer called to report a discrepancy between the sensor glucose reading and blood glucose reading. Blood glucose reading was 45 mg/dl and sensor glucose reading was 48 at the time of the call. Earlier on during the day the blood glucose reading was 123 mg/dl and sensor glucose reading was 53 mg/dl. Customer refused troubleshooting and mentioned an appointment with a health care professional to review the data on the insulin pump. The current low blood glucose was due to the customer not eating and was working outside. Customer stated he was okay. Customer will call back after the appointment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.